Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a bivona tight to shaft aire-cuf tracheostomy tube leaked during use. The cuff patency was tested and a hole was noted in the cuff. Another tracheostomy tube was used on the patient. No adverse effects to patient were reported. This report is related to MDR # 3012307300-2017-00025.

Manufacturer narrative:
One 6.0mm portex® bivona® tts¿ tracheostomy tube was returned for investigation. Visual inspection was performed by the unaided eye and under normal plant lighting. Additionally, magnification was also used to examine the device. During visual inspection, damage was observed on the posterior side of the tracheostomy tube shaft. A gouge approximately 12mm in length was observed to run along the shafting parting line and led into the tts¿ cuff. The edge of the cuff band was found torn and scuff marks were noted just above a 4mm cut in the device cuff. Investigation was unable to determine the root cause of the observed damage; however, no evidence was found to suggest a manufacturing defect.